Manufacturer narrative:
The reason for the revision reported in cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
H10. D10. Concomitants; (B)(6), 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm; (B)(6), 02-012-45-5050 lgc tibial fit tray cem sz 5f / 5t; (B)(6), 200-02-38 - three peg patella 38mm h9. Recall number is associated with concomitant insert, not the femoral component identified in section d. Pending investigation. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6)2023 approximately 6 years and 10 months after initial implant. Upon the revision of the optetrak logic device, patient's surgeon observed signs of defective and loose femoral components. No images were provided. There is no other information available.